Event description:
Ous MDR - it was reported that pacing loss occurred and the patient had to be resuscitated. Manual CPR had to be administered to the patient until a replacement device was connected.

Manufacturer narrative:
(B)(4). The device was visually inspected for external damage, and the mechanical operability was tested. The device showed damage on and inside the housing. The damaged parts were replaced after the function check. The damages noted on the device suggest a fall. A function check was performed in another part of the analysis. It was divided into the following analytic steps: activation of the device, check of the display elements, measurement of pacing/sensing. The device was turned on, the self-test was successful, and the device was ready to operate. Pacing was tested in another step. An intermittent pacing function was detected. The device was then opened. The cause for the intermittent pacing function was connection plug for the ventricular channel that had become loose. Both the damaged housing parts and the entire main board with the connection plugs were replaced. A final factory test was performed at the end. The device has passed this test. In summary, the device showed external and internal damage. This damage was the cause for the clinical observation.